Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on, which duplicated the reported alarm behavior. The event log was reviewed, which found multiple "xdcr" alarm errors. Calibrations were performed on the transducers and found the turbine differential pressure transducer (pt800) failing the calibration. At this time, the reported event was duplicated and the component root cause is associated with a supplier manufacturing process of part number 68354. This issue has been addressed in CAPA (B)(4).

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported a vent inop, and motor fault alarm, on this ventilator device. The customer stated no patient involvement was associated with this event.